Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the reload was used with the powered handle in laparoscopic total colectomy, the first firing stopped in the middle. After a while, firing was attempted again, but it seemed that the device was released because the device could not fire. The tissue was not thick because it was sigmoid colon. The procedure was completed with another device. There was no patient injury.